Event description:
It was reported that customer saw cgm error alarm while using sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, performed pump reset with guidance, confirmed that error alarm did not return, and successfully started new sensor session.